Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image, pressure leak test failed on cable unit, cable unit puncture, disconnection in cable unit, poor watertightness of cable unit, and scope communication error (e228). A root cause could not be identified. Based on the investigation results, the most probable cause of the reported malfunction no image could not be established. Additionally, the most probable cause of the noisy image was traced to an electronic component failure. The pressure leak test failure in the cable unit was due to a puncture. The scope communication error (e228) was displayed which traced to disconnection in the cable unit and poor watertightness of the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had no picture. The issue was identified during device inspection for use. There was no patient involvement.